Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced with new lead. Patient condition was stable.